Event description:
Information was received from a patient regarding an external device. The reason for call was the lower implant that was put in 6 years ago equipment started providing issues a month or so ago. They had a lot of trouble charging the controller and keeping it charged. Also when they went to charge the implant it took a real long time and kept failing showing they had to search again for the device. It's been in 6 years and the equipment had wear and tear on the thing; patient noted one of the recharger's was bad. Patient made a comment that they had to put the controller battery from the new controller into the old controller since the old controller would not turn on. When asked what action patient was doing when they noticed the controller would not turn on they said they were trying to charge the controller since it told them it did not have juice so they plugged it in to get juice (agent understood plugged into ac). Patient took the new controller battery out of their old controller after it lit up and put the old controller battery back into the old controller; when they did it showed it was half way charged in the batteries and internal. And when trying to charge it said not enough in controller (agent understood when trying to charge the controller). Manufacturer's representative (rep) said to call patient services and say need new paddle and battery for old implant. During the call, patient verified no damage to the controller charging port, controller battery compartment, or to the controller battery. When examining the recharger cord, patient noted the recharger had kinks from the part of the paddle to box.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6) product type accessory. H3: analysis of the 97745bp battery pack (bp) (serial number (B)(6)) revealed battery pack failed cycle count should be <(><<)>150 reads 674, failed state of health should be >=88% reads 82%, failed full charge capacity should be >1350mah reads 764mah. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.